Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown serial# implanted: explanted: product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient felt that their left leads had slipped out. Patient had great improvement the day before the report, but at the time of the report they had stimulation up to 4.0 and did not have a good night. Patient did not have a tingling, only tightness. It was noted that the device did not work when the patient was laying down. Patient mentioned that the right lead was not working in the doctors office and did not feel anything on the right lead. A lead change was made from left to right lead and patient did not feel any stimulation on the right lead. They changed back to the left lead and the patient was still not feeling any stimulation. Patient got the 'cannot provide desired settings' message after getting to 5.0 on the left lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the circumstances that led to the leads slipping out, not feeling stimulation, the device not working when laying down was moving around in bed. The patient noted it was working and then it stopped. There were no further complications that have been reported as a result of this event.